Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient's precision system was explanted. The pt had lost weight and believed this was related to a allergic reaction to the metal from the device.